Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms and broken pin in the black power cable were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days (24mar2023, 19apr2023 per timestamp). Events captured on 19may2023 took place in the testing labs at abbott. No external power alarms were intermittently active on 24mar2023 from 08:31:18 ¿ 14:55:04. The alarms occurred whenever the white power cable was disconnected. The black power cable rsoc dropped to ~0v whenever the white power cable was disconnected. The alarms cleared once the power cable was reconnected to power. The backup battery was able to provide power to the system controller during the events. The driveline was disconnected on 24mar2023 at 14:56:47 and the controller was shut down at 14:57:14. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The system controller was returned for analysis with two broken pins in the black power cable. The controller underwent preliminary and functional testing. The controller was able to provide power to a mock loop with no alarms active. No external power alarms activated once the white power cable was connected to power. The root cause of the reported event of no external power alarms was conclusively determined to be caused by damaged pins in the black power cable. The black power cable has both v- lines unavailable due to the damaged pins, when this redundancy is lost the black power cable cannot provide power when the white cable is disconnected. The root cause of the damaged pins was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that when switching the patient from their mobile power unit (mpu) to battery power, a no external power alarm occurred after the white power cable was connected to a fully charged battery. Upon inspection, two pins in the black power cable were broken; one pin was lodged in the mpu's patient cable. The controller and mpu were exchanged which resolved the issue. Related mpu MFR #: 2916596-2023-01836.